Manufacturer narrative:
This report is submitted on september 18, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site and subsequently the abutment was removed.